Event description:
Target became aware through monthly sales report that during a "gdc" embolization procedure a malfunction occurred with a gdc-10 coil. The physician was able to easily access the neck of an incidental main coronary artery aneurysm with an infusion catheter. While deploying the first gdc-18, 7 x 30 2d, " he felt a little resistance. " the second coil was a similar gdc 18, that stretched, but he was able to pull back the entire coil. After re-access, he used a gdc-10, 7 x 25. During last 5 cm, a loop flipped out in the main coronary artery. At this point the coil stretched and broke. Retrieval took the next five hours with many retrieval devices. The coil stretched and broke many times, and engaged the first deployed coil, which pulled the mass out into the main coronary artery. The physician finally had to give up with many coil loops in the main coronary artery. There was no info given on the pt's condition.